Manufacturer narrative:
Concomitant products: 402452 lead, implanted: (B)(6) 1998; 3586 pain stim lead, implanted: (B)(6) 1990; 7496 lead extension, implanted: (B)(6) 1990; 3487a pain stim lead, implanted: (B)(6) 1994; 7495-51 lead extension, implanted: (B)(6) 1994; 7425 pain stim ipg, implanted: (B)(6) 2010; 7425 pain stim ipg, implanted: (B)(6) 2010.

Event description:
It was reported that there was a lead warning for low impedance. A lead replacement was attempted but was not possible due to occluded access. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient could randomly feel a sense of electrical sensation. The atrial lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.